Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: 1.carto 3 system us catalog #:unknown serial #: unknown 2.smartablate pump us catalog #:unknown serial #: unknown 3.pentaray catheter us catalog #:unknown lot #: unknown 4.distributed - acunav catheter us catalog #: unknown lot #: unknown. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator and suffered an esophageal fistula and cerebrovascular accidents. Approximately 1 month post-procedure, the patient returned to the facility via the emergency department. Esophageal fistula was confirmed via computed tomography x 2 (revealed pneumopericardium) and a barium swallow under fluoroscopy (confirmed flow from the esophagus to the heart). There is no information regarding interventions. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event. Patient outcome has worsened, as patient has had multiple strokes. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Generator was set on power control mode at 40 watts on the left atrial anterior wall and 30 watts on the left atrial posterior wall. There is no information regarding other generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Prospective force-over-time (fot) was used. Esophageal injury prevention measures included esophageal temperature monitoring. Esophageal temperature probe was visualized under fluoroscopy and esophageal position was confirmed via intracardiac echocardiography (ice). It was noted that the soundstar catheter was not used to confirm esophageal position. There were no issues or errors reported on any biosense webster inc. Products or equipment during the procedure.